Event description:
Customer reported via phone call that the insulin pump alarmed motor error during basal delivery. Customer has had to change the set every day and the reservoir about 5 times. Blood glucose value was 220 mg/dl; treated with manual injection. Device was not exposed to a magnetic field. Customer is unable to complete the rewind sequence. The customer also mentioned going to the emergency room with high blood glucose of 300 mg/dl on (B)(6) 2015. The customer was not seen by a doctor. Customer works at the hospital and treated herself. The drive support cap on the insulin pump is normal. No insulin leaks or air bubbles found in the tubing and insulin did exit the tubing during prime. Time and date were incorrect. Basal rates and bolus wizard settings are correct. The insulin pump failed the high pressure test twice. It was advised to discontinue the use of the device and revert to a back a plan. The insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.